Event description:
It was reported that during a nephrectpomy procedure, the valve was not working properly and silicon was torn. Unk how the case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
Info anticipated, but unavailable at this time.